Event description:
It was reported that the patient presented to the hospital in vt. Fifteen external shocks were delivered. The device was then found in back-up mode. A possible over current detection was observed. Hv therapy was programmed off. There were no plans to remove the lead or device due to the patients poor health. The patient was on lvad but later expired due to reasons unrelated to the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.